Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient was on the third day of their basic evaluation trial. The last 2 times the patient urinated, it hurt as if they had a urinary tract infection.